Event description:
Devilbiss healthcare was notified by an authorized service center of a complaint involving an oxygen concentrator. The unit is being returned to devilbiss for evaluation for potential thermal exposure or damage. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit is being returned to devilbiss for evaluation. An update will be filed if new information becomes available.

Event description:
(B)(6) healthcare was notified by an authorized service center of a complaint involving a devilbiss stationary oxygen concentrator they received from a home medical equipment company who stated the unit "burnt up." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned to devilbiss for evaluation, where it was determined the unit displayed evidence of thermal deformation to the compressor box and wire harness. The root cause of the thermal event was physical damage to the main pc board, which caused the cooling fan and rotary valve to be inoperable. The damage to the unit was the result of rough handling/drop. There were no high temperature errors logged in the system memory, indicating the thermal issue occurred after the pc board was damaged. The thermal cut-off switch was tested and found to be operating within specification, indicating that the device would have been able to shut down had the maximum internal operating temperature been exceeded.